Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Explained how the programming effects the blood sugar. Pump batteries were not working and the programming was incorrect.